Event description:
Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found insulation abrasion.

Event description:
It was reported that several stored episodes showing noise on the lead were noted. No hv therapy was delivered. All measurements were in range. The noise was reproducible on the far-field channel. The device was reprogrammed. The physician will consider a lead replacement.